Event description:
It was reported that the caller felt like their ¿one side had shut down.¿ the caller stated that it was the right implantable neurostimulator (ins) that controlled the left side of the body. The caller further stated that they had been shaking on their left side for two to three days prior to report. The caller stated that it ¿got worse¿ the night prior to report and started back up on the date of report. The caller¿s family member got on the phone for a second and stated that ¿they did not check the controller¿ at this hospital before taking it home nor were they instructed on how to use it. The caller stated that the programmer was not working when they checked it the night prior to report. The caller stated that they changed the batteries and were positive that they were in the right way. It was noted that when the patient checked, one battery was in backwards. The caller fixed the direction of the battery and it worked. It was noted that the programmer showed on and okay. The caller was directed to the healthcare professional (hcp) about possible reprogramming for the shaking. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389-40, lot# j0235656v, implanted: (B)(6) 2003, product type: lead. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).